Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: exact date of event is unknown; event occurred sometime in 2020. Occupation: initial reporter is a synthes employee. A review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number gb114663 was released in a single batch on november 08, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: upon visual inspection, no visual defects were observed with the returned device. The functional test was performed; the torque handle was measured and was not within the drawing specification. Based on the date of manufacture the drawings, reflecting the current and manufactured revisions were reviewed. The complaint condition was confirmed as the device failed in the torque test. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification; the torque tested high. There was no procedure and patient involvement. This report is for a torque handle. This is report 1 of 1 for (B)(4).